Event description:
It was reported that the customer had a no delivery alarm and a blood glucose level of 524 mg/dl. Customer treated with a pen. Troubleshooting was performed and the insulin did exit after performing a 5.0u fixed prime. Customer reported that the insulin does not exit with the plunger push. It was explained that the alarm was caused by a set/reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer is using novolog insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was evaluated and failed per specification. The transfer guard was occluded.